Event description:
It was reported that the patient experienced infusion set leakage issues event on (B)(6) 2026. The leakage was at the site, and the infusion set was in use for two days.

Manufacturer narrative:
Name: medtronic minimed, street:18000 devonshire street, city: northridge, state: ca, code: 91325. Patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.